Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes and completed investigation. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00279 and 3013394970-2017-00277. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: on three separate occasions, the device was very difficult to pull out for compaction; the patient was reported to be stable; and the procedure outcome was normal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6 fr vip angioseal device and plastic wrap was received for product analysis. The sample consisted of an angioseal vip device, tamping tube, and arteriotomy locator and was subjected to visual analysis. The returned device was still in the sealed plastic pouch. Since the device was not used and still in the sealed plastic pouch, no functional testing was performed. The complaint could not be confirmed since the returned device was not used in the event and was still in the sealed plastic pouch the device was shipped in. The allegation that the tamping tube would not release from the carrier tube assembly cannot be confirmed, as the user would not be able to assess whether the tamping tube could come out if the device was still in the original packaging. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.